Event description:
There is no update to the previously provided event description.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b7; g3; g4; h1; h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. The product involved in the reported event was not returned for investigation; however, photographs were provided that identified apparent damage to the revitan stem in the proximal region. Additionally, the press-fit cone has detached from the assembly. Due to the poor quality and blurriness of the supplied photographs, no further assessment or detail regarding the condition of the components can be reliably determined. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history found no additional related complaints for this item. Medical records and radiographs were provided and reviewed by a health care professional. The review identified that the cone of a revitan stem implanted in 2009 has broken. No further information on the cause is available. Removal of the broken stem (stem 140/16, neck section 65 mm) was undertaken on (B)(6) 2025. A definitive root cause could not be determined. . If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item name: revitanâ®, proximal part, conical, uncemented, 65, taper12/14; item: 01.00401.065; lot: 2491210. Item name: sulox head 36mm; item: unknown; lot: unknown. Item name: cerclage wire x 2; item: unknown; lot: unknown. Item name: cancellous bone; item: unknown; lot: unknown. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised approximately 16 years postoperatively due to a fractured stem. Due diligence is in progress for this complaint; to date, no additional information or product has been received.